Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to an aneurysm of his cylinder. The ipp was malfunctioning, and the patient had the entire device removed and replaced. The patient is expected to fully recover following the procedure.